Event description:
2002, implant of bifurcated graft. Type I leak, so wall stent placed in right limb as iliac ecstatic. Ima was also coil embolized. The next day, CT: contrast leak of undetermined source. Two days later, experiencing pain at incision, rx for pain. Seventheen days later, follow-up visit: pt has left leg claudication. Occluded left graft limb was recanalized by primary stenting and type I leak from right limb was found to have corrected itself. Thrombus was not removed from left internal iliac. Appox 7 months later, type I endoleak of right limb present again and pt has left leg claudication symptoms. Thirty nine days later, right retroperitoneal ilioilac bypass performed for leak. Old limb attachment was flowing free in enlarged artery. 2005, left leg and buttock pain persists - not thought to be vascular cause. Degenerative change of lumbar spine. Pt ordered. CT shows non-repairable type I proximal endoleak, stenosis of renal arteries, and atherosclerotic plaque just above proximal attachment. Eight days later, open aaa surgery to explant ancure. Aorta dissection beginning above the right renal artery posterolaterally and extending into that renal artery where it caused stenosis and also stent graft to loosen. Right renal artery bypass and hemashield graft successfully completed.

Manufacturer narrative:
Notification of events was received from the laws firm as result of a claim. Pt's bp had to be managed for 3 days after his explant surgery. According to most recent info, pt is stable as of 7/6/06 check-up. The ancure endoleaks appear attributable to the pt's pre-existing aorta dissection condition.